Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent an endovascular procedure using a gore excluder aaa endoprosthesis (pxt231412/8962619, pxc141000/9415471, and pxl161207/9145956) to repair an abdominal aortic aneurysm. On an unknown date during three-year follow up examination, the aneurysm enlargement (more than 5mm) due to a proximal type I endoleak was confirmed. It was reported that the cause of the endoleak is unknown. On (B)(6) 2015, an additional procedure was performed to implant two gore excluder aaa endoprosthesis aortic extender components (pxa260300j/12622999, pxa260300j/12994146) to treat the ongoing proximal type I endoleak with the aneurysm enlargement. After the procedure, the angiography showed that the endoleak was resolved. The patient tolerated the procedure.

Event description:
On (B)(6) 2011, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis (pxt231412/8962619, pxc141000/9415471, and pxl161207/9145956) to repair an abdominal aortic aneurysm.on an unknown date during three-year follow up examination, the aneurysm enlargement (more than 5mm) due to a proximal type I endoleak was confirmed. It was reported that the cause of the endoleak is unknown. The physician elected to monitor the patient.no further information is available.